Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting a 35-volt power supply failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined the power management (pm) printed circuit board assembly (pcba) required replacement. The pm pcba was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.